Manufacturer narrative:
Received additional information on 09/01/2013 stating that the small aneurysm measured 5.38mm x 10.2mm and was located in the left paraclinoid ica (internal carotid artery). (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the (B)(4) clinical study. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 in which a pipeline was placed at the aneurysm neck and an additional pipeline was implanted telescoping the previously implanted device in order to fully cover the aneurysm neck; however, it required angioplasty with a hyperform balloon to achieve full wall apposition (an option presented in the instructions for use, u.s.). No injury was reported with the patient as a result of the procedure.